Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. There was no patient harm. An endoscopy had been performed prior to the procedure and the esophagus appeared to be normal. There was no lubricant used to facilitate capsule replacement. The delivery system and the capsule has been returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.